Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
The hospital reported the patient was induced with an IV. Subsequently, the clinician turned the desflurane vaporizer to 3%. The vaporizer reportedly alarmed 'no output'. The clinician turned the vaporizer off and back on, and the unit alarmed again. The clinician turned the vaporizer off and turned on the sevoflurane vaporizer. Toward the end of the case, the clinician turned off the sevoflurane vaporizer and turned the desflurane vaporizer back on at approx 6% or 7%. The agent monitor reportedly indicated the agent delivery was between 1% and 2%, and it was not alarming. The patient started to move. The clinician reportedly turned the vaporizer off and turned the sevoflurane vaporizer back on and finished the case. There was no reported patient injury.